Event description:
It was reported during a breast biopsy, the probe was fired into the breast, the customer tried using the remote keypad to activate the unit and the control module shut off. The customer cycled the power on the control module, reinitialized the probe and continued to use the remote keypad to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination they could not confirm or duplicate the customer complaint of power issues. However, during routine servicing procedures, service bulletins were performed as applicable. The device was functionally tested, met all product requirements and returned to the customer.